Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-05500. It was reported that a high voltage lead issue was noted on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). On (B)(6) 2022, the physician elected to cap and replace the rv lead and explant and replace the ICD. The patient condition was unknown.

Manufacturer narrative:
Correction: for h6 for product not returning.